Manufacturer narrative:
Device evaluated by MFR. : a promus element plus, mr, ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to the severe tortuous and calcification. After the device was removed, it was found that the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to the severe tortuous and calcification. After the device was removed, it was found that the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported nad the patient's status was stable.